Event description:
It was reported to boston scientific corporation that during preparation for a rectocele pelvic floor repair procedure using a pinnacle posterior pfr kit, about two to three millimeters of lead suture (with the needle at the end) detached as the physician was attempting to load it into the capio carrier, outside the patient. The physician used another pinnacle posterior pfr kit to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
(B)(4) - the reported event of suture detached. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.